Event description:
During intraocular lens (iol) implant surgery, the haptic broke and the iol fell into the vitreous through a hole in the posterior capsule. The pt required further surgery to retrieve the iol. Additional info has been requested.